Event description:
It was reported that the implant at position #25 failed to integrate and was removed. Loss of integration.

Event description:
It was reported that the implant at position #25 failed to integrate and was removed. Loss of integration.